Manufacturer narrative:
It was reported that the needle mechanism stayed in the patients arm, coming undone from the syringe upon withdrawal. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There was no medical intervention or serious injury reported related to this event. The customer did return companion samples for evaluation. The customer reported issue was not confirmed. The exact root cause of the customer reported issue could not be determined. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the needle mechanism stayed in the patients arm, coming undone from the syringe upon withdrawal. No additional details are available.